Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegations of ¿foreign material came out of the nozzle¿ and ¿foreign material came out of the suction channel¿ were confirmed. Based on the results of the investigation, they found that the foreign material was compounder of cellulose fiber and a kind of silicic acid, and organic silicone. However, the origin of the material could not be specified. Additionally, it was confirmed that the suction channel was not damaged. The root cause of the foreign material that remained in the device could not be identified. As a result of component analysis for both suggested events, it was confirmed that the cellulose fiber did not originate from the scope. However, it was possibly the fiber such as gauze and towel used in the environments. The silicic acid seemingly originated from a medical solution that adhered to the cellulose fiber, and presumably remained in the nozzle as a foreign material. Organic silicone was a medical solution such as antifoam agent and anti-fog agent for lenses that adhered. However, the cause of the event could not be specified due to the wide variety of origins. It was estimated that the cellulose fiber that remained in the a/w nozzle was due to the fibers such as gauze, towel, and the fragments of sponge, etc. Used for reprocessing that were not drained from the a/w nozzle and got in the a/w channel. Presumably from the condition of adhesion of the material, the residual medical solution was dried and adhered in the nozzle due to insufficient reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope¿s switch had a pinhole. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material came out of the nozzle and suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed, the there was a scratch on the switch that caused water tightness to be lost. The device evaluation found that foreign material came out of the nozzle and the suction tube. The device evaluation also found that due to the clogging of the nozzle water removal did not meet specifications. It was also found that the suction cylinder was scraped with a cleaning brush. In addition the adhesive on the bending section cover was chipped, had a crack and a white clouded area. It was found that due to the wear of angle wire, the play of up/down knob is out of specification and the bending angle in the up direction did not meet specification. It was found that the adhesives around objective lens and the light guide lens was peeled, the mouthpiece was loose and the connecting tube had buckling. In addition it was found that the paint on the suction cylinder and the air/water cylinder was peeled, the suction cylinder was shaved and the connecting tube had a wrinkle. Scratches were found on the multiple components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.